Event description:
Affiliate reported that the evd catheter was broken. As a result, the evd was surgically removed and not replaced as the condition of the pt has become stable.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.